Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have errors 23 and 307. During in-house testing the core was tested on the printed circuit assembly (pca) test system. The system started up without any error. However, during the idle, system failed with errors 23, 40, and 307 could not connect to the patient side cart (psc). The last blue fiber port (4th) from the top was not responsive. After trouble shooting, the top sfp (transceiver) of the fiber port were causing the issue. Also, during power cycle, system was failed with another 307, the arms were all red, personal module audio/video (pmva) was not present on gemini download application. Vil1 in pmav was failed. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general low anterior resection surgical procedure, the customer reported to intuitive surgical, inc. (Isi) technical service engineer (tse) and reported a non-recoverable fault that occurred during today¿s procedure. The error 23 was presented prior to the 307 error. The customer cleaned and reseated the blue fiber cables. The system was starting without the surgeon side console (ssc) being connected. The customer cleaned the port on the back of the console. When restarting the system, it completed self-test. Shortly after self-test, the system faulted with another 307-error pointing to the personal module audio/video (pmva). The customer had a tower that was not in use. The vision side cart (vsc) was switched, and the customer resumed procedure. The procedure was converted to another system with no reported injury.

Manufacturer narrative:
Correction: the initial MDR noted that the universal surgical manipulator (usm) was replaced and returned for analysis. However, it was actually the core that was replaced and returned. Please see the corrected information below and in annex g. The intuitive surgical, inc. (Isi) field service engineer (fse) went on site and replaced the core to resolve the issue. The system was tested and verified as ready for use. Isi received the product to perform failure analysis. The core was analyzed and found to have errors 23 and 307. During in-house testing the core was tested on the printed circuit assembly (pca) test system. The system started up without any error. However, during the idle time, the system failed with errors 23, 40, and 307 and could not connect to the patient side cart (psc). The last blue fiber port (4th) from the top was not responsive. After troubleshooting, the top sfp (transceiver) of the fiber port was found to be causing the issue. Also, during power cycle, the system failed with another error 307. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.